Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ping meter had a power issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the power issue first occurred ¿about a week¿ prior to the alert date of (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. It is not known if the patient developed any symptoms due to the alleged issue, however they stated that at 7:40am on (B)(6) 2015 they visited their doctor¿s office where their doctor advised the patient to call lfs in order to get a replacement meter. The patient¿s blood glucose was also measured on a calibrated laboratory device when they were visiting their doctor and a result of ¿5.7mmol/l¿ was obtained. At the time of troubleshooting the cca noted that there was no misuse of the product, and the issue could not be resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 6/8/2015 device evaluation. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.